Event description:
The patient support couch on a brilliance 16 CT scanner underwent an uncontrolled vertical motion following a brake replacement. During the installation of the new brake the wrong key was inserted by the field service engineer. No death or serious injury has occurred and no malfunction has occurred which is likely to cause a death or serious injury.

Manufacturer narrative:
This MDR document is being submitted on 12/09/2008.